Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient fell and an x-ray was taken, which confirmed lead migration. The patient underwent a revision wherein when the site was opened, it was discovered that the lead was already broken. The lead was then replaced. The patient did well post-operatively.

Event description:
A report was received that the patient was having inadequate stimulation and underwent a revision. When the site was opened, it was discovered that the lead was already broken. The lead was then replaced. The patient did well post-operatively.

Manufacturer narrative:
Additional information was received that the patient¿s fall was not device related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.. The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient fell and an x-ray was taken, which confirmed lead migration. The patient underwent a revision wherein when the site was opened, it was discovered that the lead was already broken. The lead was then replaced. The patient did well post-operatively.